Event description:
A clinical nurse educator reported a pt was admitted to the trauma surgical ICU (intensive care unit) on (B)(6) 2011, with a history of a high speed vehicle accident, thrown from vehicle into a barbed wire fence which required a complex procedure to be removed from fence which caused multiple injuries. It was reported the pt had watery stool, tested positive for clostridium difficile (c diff) the pt was treated, after three negative cultures the watery stool continued and the device was inserted on or about (B)(6) 2011. The clinical nurse educator reported she saw the pt for the first time on (B)(6) 2011 and noted a fissure upon examination, it was also noted there was a full thickness tear to the anus; extending to the rectal vault; and the appearance was described as having similar characteristics as an episiotomy. There had been no prior documented exam of the rectal area and no colonoscopy was preformed. The device was left in place, however, it was reported the amount of fluid in the balloon was decreased from 45cc to a lesser unk amount.

Manufacturer narrative:
Based on the available info, this event is being reported as a serious injury. A review of the batch record and retain eval could not be performed without a lot number. A review of the complaint trend for the previous 12 months was performed and this is the only complaints of this type for this device. There is no indication of complaint trend based on this review. No nonconformance or corrective action preventative actions (capas) relating to the primary reason for this device complaint were found in the nonconformance reporting system for the previous 12 months of case creation. Based on the investigation conducted, this complaint cannot be confirmed. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info becomes available, a f/u report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific mfg site, thus both potential mfg site numbers are listed below.